Event description:
Dealer states the chair veers to the left. He swapped motor leads and it veered to the right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.